Event description:
The device was implanted via v-p shunt at 120mmh2o to the patient in 2004. On (B)(6) 2014, MRI was conducted and the setting pressure was confirmed as 120mmh2o. After MRI, the surgeon tried to change the setting pressure but couldn't. Therefore, on (B)(6) 2014, the revision surgery was conducted and the device was replaced to the product manufactured by medtronic(strata) whose setting pressure is not reported. The setting pressure of the removed valve was 120mmh2o.

Manufacturer narrative:
The valve was returned for evaluation. The investigation of the returned did valve confirmed a problem. The lot number 1119890, serial number was (B)(4), product code 82-3101. Visual examination of the valve revealed that the stator was dislodged. Therefore; the cam position/pressure could not be determined. The valve was dismantled and was examined under microscope at appropriate magnification: it was noted that the valve casing was cracked and there was a bump mark in the valve casing, this is due to the valve receiving a hard knock. It was also noted that the cam mechanism was damaged, this is also due to the valve receiving a hard knock. The lot history record was reviewed for completeness during the release process to inventory. At that time based on the fact that no discrepancies were noted for the products being accepted, they were released to stock on the (B)(6) 2003. Trends will be monitored for this and similar complaints. At the present time this complaint is considered closed.

Manufacturer narrative:
Upon completion of investigation, a follow up report will be filed.